Event description:
It was reported that the patient's blood glucose (bg) level rose to greater than 600 mg/dl between 1 and 4 hours of wearing the pod. The patient reported receiving a notification that the bg was high and released 15 units for bolus and an hour later checked their bg using a fingerstick and the bg was greater than 600 mg/dl. On (B)(6) 2025, the patient went to the emergency room and was hospitalized for diabetic ketoacidosis. As treatment, the patient received an insulin drip for 2 days and is now on long lasting and fast acting insulin. The patient was hospitalized for 4 days and was discharged on (B)(6) 2025. The pod was removed while at the hospital and the cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure delivering insulin. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls that occurred that would indicate an issue or failure to deliver insulin. There were no damage or deficiencies observed in the pod that would prevent it from operating as intended. Therefore, no problems were found related to this reported event.